Event description:
During an initial contact with baxter technical services, the home patient (hp) reported that she pulled her catheter (referring to the transfer set portion of the catheter coming out of her abdomen) out yesterday (2008) by accident when she went to the bathroom. Five days later, product surveillance followed up with a nurse at the patient's dialysis clinic (not the home patient's nurse) regarding this incident. That nurse was not aware of any details surrounding the transfer set/catheter being pulled out. She noted that the patient's chart indicated the patient was prescribed antibiotics. That nurse speculated that the antibiotics were administered prophylactically because there was no note of any infection or problem with the transfer set/catheter. Global pharmacovigilance then performed a follow up in early 2008 with the home patient's peritoneal dialysis (pd) nurse. The patient's nurse was emphatic that the transfer set came off while the patient was sleeping and was not pulled out, as was originally reported by the patient. Additionally, the nurse reported that the patient was admitted to the hospital with cloudy effluent. The patient had reattached the transfer set after it became disconnected. Per the nurse, peritonitis was not diagnosed and as far as she knew there were no labs available or that were done. The patient was treated with gentamicin and fortaz and discharged from the hospital approx nine months later.

Manufacturer narrative:
Nurse stated that the sample is unavailable.